Event description:
It was reported that patient underwent revision elbow arthroplasty on (B) (6), 2010. Subsequently, a second revision procedure was performed on (B) (6), 2009 due to the locking screw coming loose and radial head migration. The stem, locking screw and radial head were all removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Dimensional evaluation of the returned component identified the features to be within tolerance. (B) (4).